Event description:
It was reported that: "dislocation of the bipolar head out of insert."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.